Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that while in the cath lab a male pt was having an intra-aortic balloon (iab) placed. The iab was inserted in the femoral artery via the super arrow-flex (saf) sheath. During insertion, the iab became stuck and the catheter and sheath were removed together. The spring wire guide (swg) was left intact and another iab was inserted over the swg. A teflon sheath was used for the insertion with no problems. There was no pt death, injuries or complications. There was a delay of about 2 minutes to replace the catheter. The pt outcome is listed as okay.